Manufacturer narrative:
(B)(4). The device was manufactured in 2006. Evaluation summary: the device was received for evaluation. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported condition. An event history log review was performed and did not identify anything that could cause or contribute to the reported condition. The device was tested and passed both a functional test and an electrical test. External and internal visual inspection was performed and revealed no problems. The cycler remote toolbox (crt) was used to verify the device pneumatic system. Crt revealed no leak and all pressures were correct and stable. Device passed seal, purge and wet disposable integrity test and successfully completed a short simulated therapy. The device evaluation did not identify any failures or malfunctions that could have caused or contributed to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized 14 days prior to death for a scheduled heart valve replacement. It was determined that after the patient received pre-surgical testing, the patient¿s heart was too weak to undergo a heart valve replacement. The cause of death was not reported. It was reported therapy was ongoing at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.